Event description:
Pt had soreness, dried blood and open wound at the implant site. The pt was treated with antibiotic (bacitracin). The pt was advised to discontinue use of the external equipment until sore is cleared.

Manufacturer narrative:
The company was informed that the pt is doing well with no signs of irritation or infection at the implant site, and no other medical intervention is required. The pt remains implanted.